Event description:
It was reported that the patient could not eat for 2 days and could not hold anything down. The patient had vomiting and pain in her stomach. The symptoms had been going on since 2013 (B)(6). It was not known if the stomach pain was from the pump. It was reported, the patient¿s face was swollen from a tooth infection, but it was unknown if that had infected something with the pump. The patient went to the emergency room on 2013 (B)(6) where she was given antibiotics, ibuprofen and vicodin. The patient was trying to take the antibiotics to get the infection out of the mouth which made her face really swollen on one side. The swelling had gone down at the time of the report. The pump was being used to deliver dilaudid.

Event description:
Additional information was received. It was reported that the patient had received assistance from her doctor of medtronic representative and her concerns were resolved. It was indicated that there had been an appointment on (B)(6) 2014.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4).